Event description:
Pt reported the infusion device delivers too low of an amount of insulin. Pt stated: on (B)(6) 2011 at 9:30 am her blood glucose level was 223 mg/dl and she administered .5 units of insulin via the infusion device; on (B)(6) 2011, at 00:43 am her blood glucose level was 219 mg/dl and she administered 1 unit via the infusion device; at 3:00 am her blood glucose was 29 mg/dl, she ate and couldn't sleep; at 10:50 am her blood glucose was 174 mg/dl, she changed the infusion set needle and tubing, ate and then administered 0.5 units of insulin via syringe; at 12:20 pm her blood glucose was 404 mg/dl, she administered 4.0 units of insulin via syringe; at 1:30 pm her blood glucose level was 405 mg/dl and she administered 2.5 units of insulin via syringe; at 2:50 pm her blood glucose was 286 mg/dl; at 4:30 pm her blood glucose was 221 mg/dl; at 5:20 pm she changed the insulin cartridge and infusion set; at 5:30 pm her blood glucose was 190 mg/dl, she administered 1 unit of insulin via the infusion device and ate; at 9:30 pm her blood glucose was 276 mg/dl and she administered 1.5 units of insulin via the infusion device; on (B)(6) 2011, at 00:53 am her blood glucose was 282 mg/dl (she had set a temporary basal rate from 12 midnight - 7:30 am); at 7:00 am she administered 2 units of insulin via the infusion device; at 3:41 am her blood glucose was 341 mg/dl and she administered 3 units of insulin via syringe, at 6:40 am her blood glucose was 387 mg/dl and she administered 3 units of insulin via syringe; at 10:30 am her blood glucose was 332 mg/dl; at 11:45 am her blood glucose was 283 mg/dl; at 5:18 pm her blood glucose was 350 mg/dl and she administered 3 units of insulin via syringe; on (B)(6) 2011, at 9:30 am her blood glucose was 179 mg/dl; at 11:35 am her blood glucose was 332 mg/dl and she switched to her backup infusion device. Pt's normal blood glucose level is 140 mg/dl. Pt reported her blood glucose level was okay after switching to the backup infusion device. No further info available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.